Event description:
Caller reported there is a black line in the display of the meter. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).